Event description:
Lap band surgery in 2005. Inconsistent restriction began regardless of fill level. Made eating difficult, vomiting almost daily. Eventually led to reflux which contributed to other issues like repeated sinus infections. In 2016 device started, removed (B)(6) 2016.